Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.5, lab: 2.2. Lab draw done right after inratio test.

Manufacturer narrative:
Investigation pending.